Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 441 mg/dl at the time of the incident. The customer experienced hyperglycemia, and it was treated with an insulin drip. Customer noted the insulin pump squirted insulin out of the tubing during manual prime. During troubleshooting, customer was advised to check for a compromised force sensor alarm, but was unable to access the library history. Customer was informed the insulin pump may not respond to an occlusion properly, and may not get notified properly for a no delivery alarm. Customer was advised a replacement insulin pump would be sent out. The insulin pump will be returned for analysis.